Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was randomly suspend even though she isn¿t doing anything to suspend it. There was also a crack in the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No unexpected suspend alarm noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).